Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a cartridge stuck in the insulin chamber, and customer care provided troubleshooting to fill the tubing until the cartridge could be removed; the chamber was confirmed dry and free of debris, and the cartridge was intact. Symptoms included no reported blood glucose impact. Outcomes included resolution through user education and successful continuation of a supply change without alerts or alarms. Investigation included phone-based troubleshooting and user guidance. Investigation of this case revealed that the cartridge was not damaged and the chamber condition was acceptable, consistent with a transient insertion or seating difficulty within the cartridge/insulin chamber pathway. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the cartridge installation process.